Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The needle was returned with a damaged / bent shaft. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were not found. Microscopic inspection and leak testing of the vacuum sleeve could not be conducted due to the bent needle shaft and the inability to remove the sleeve from the shaft. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The root cause was undetermined as it is unknown if the component failed or of the insulation was lost due to the bent needle shaft.

Event description:
During bone cryoablation procedure, an iceforce (lotb8263-008) was not isolated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient. The procedure was completed successfully with no patient injury.

Event description:
During bone cryoablation procedure, an iceforce (lotb8263-008) was not isolated and was freezing along the metallic shaft. A glove filled with warm saline was placed to protect the skin of the patient. The procedure was completed successfully with no patient injury.